Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could confirm the reported event of low transmitter battery. A probable cause is low transmitter battery voltage. This complaint is reportable based on the finding of transmitter failure. No product was provided for evaluation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the downloaded share log was performed and a low transmitter battery alert was found within the investigation window. The allegation was confirmed. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported event of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.